Event description:
It was reported that the patient was experiencing difficulty charging and migration the implantable pulse generator (ipg).

Manufacturer narrative:
Block b3: exact date unknown, event occurred over the last 3 to 4 years prior to the date the manufacturer became aware.